Event description:
Caller reported air bubbles or gaps in the tandem mobi system. There was no adverse impact to the customer's blood glucose level, as the levels did not exceed 500 mg/dl. Caller was experiencing the issue when observed during the load sequence, but large air bubbles were resolved, allowing the caller to resume insulin therapy. The customer confirmed their understanding of the issue and resolution.